Event description:
A 7 mm diameter x 20 mm length bridge assurant biliary stent system was inserted into a pt for the treatment of bilateral iliac artery stenosis. The vessel on the left side was moderately tortuous and not calcified. It was reported, 2 bridge assurant stents were being utilized in a kissing technique; therefore, two 6 f sheaths were inserted in the pt's groins, one on each side and 0.035" wires were used on both sides and both assurant delivery systems were advanced; however, the delivery system on the left side did not cross, likely because the lesions were not pre-dilated. First the delivery system on the left side was being removed from the pt and upon its removal, it was noted, the stent was not on the balloon. (Reference MFR #2953200200600204). Then the delivery system from the right side was attempted to be removed; however, the stent also dislodged. A larger 7 f sheath was inserted in the left side and the stents were able to be snared to the sheath, but not into the shealth. On the right side of an 8 f sheath was inserted, but it was only possible to snare the stent to the sheath, but not into it. The pt was sent to surgery for removal of the stents and will be brought back in a few weeks for the stent procedure. No add'l clinical sequelae were reported and the pt was reported to be recovering well from the stent removal surgery. The delivery systems were retained by the user facility.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If additional information becomes available, it will be submitted in a supplemental report.